Event description:
A discordant high advia chemistry 1800 glucose result was obtained on one patient sample which was reported to the physician. The physician questioned the result and the sample was repeated. There is no known report of treatment given or withheld based on the discordant glucose result.

Manufacturer narrative:
A siemens fse (field service engineer) was dispatched to the customer site to evaluate the advia chemistry 1800 instrument and instrument data. After analysis of the instrument and instrument data the fse adjusted the mixers and reagent probes,rebuilt the reagent probe pumps, replaced motor coupling and sample reagent wash pump. The instrument is performing within specifications. No further evaluation of the device is needed.